Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had trouble with her reservoirs and the insulin pump's screen was stuck on "disconnect tubing from the body." There was no insulin going into the infusion set. The customer's blood glucose level was 92 mg/dl. The product will be returned. Nothing further to report.